Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left ankle procedure on an unknown date. Subsequently, the patient was revised on an unknown date due to unknown reason. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an initial left ankle orif with a trauma plate implanted. Subsequently, the patient was revised due to pain and swelling. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: no product was returned; visual and dimensional evaluations could not be performed. A picture of the explanted plate was provided. Review of the picture noted discoloration around a screw hole. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.